Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organ"), bladder disorder ("bladder problems or changes / bladder had altered to my uterus because of the essure"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("severe bleeding and hemorrhage") in an adult female patient who had essure (batch no. 802270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, nephrolithiasis since (B)(6), diabetes since (B)(6)2016 and uterine bleeding. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6), the patient experienced tooth fracture ("dental problem : breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In (B)(6), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6)2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In (B)(6), the patient experienced bladder disorder (seriousness criterion hospitalization), urinary incontinence ("urinary problem or changes : incontinence") and abdominal distension ("swollen abdomen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("urinary problem or changes :pain"). The patient was treated with ibuprofen, fluconazole (fluconazol), iron and surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, bladder disorder, haemorrhagic anaemia, urinary incontinence, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, weight increased, alopecia, abdominal distension and dysuria outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Coils trailing l tube: 6 coils trailing r tube: 1 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion on (B)(6)2016 patinet had surgical pathology report resulted in uterus with cervix and bilateral fallopian tubes; robotic hysterectomy with bilateral salpingectomy: benign cervix with extensive squamous metaplasia. Uterus with:unremarkable serosa. Early secretory phase endometrium, negative for hyperplasia or malignancy. Myometrium with adenomyosis and leiomyomata, negative for malignancy. Benign fallopian tubes, bilaterally, with gross confirmation of essure wires most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reporter added, lot number received, lab data added, event added as :- abnormal bleeding (vaginal, menorrhagia), hysterectomy (partial), severe bleeding and hemorrhage, bladder or urinaryproblems or changes: incontinence, pain., anemia, dental problems, nausea, salpingectomy (bilateral removal of fallopian tubes), dental problems: breakage, dysmenorrhea (cramping), salpingectomy (bilateral removal of fallopian tubes), dyspareunia (painful sexualintercourse), pain, vaginal discharge, fatigue, weight gain and hair loss, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organ"), bladder disorder ("bladder problems or changes / bladder had altered to my uterus because of the essure"), haemorrhagic anaemia ("anemia") and genital haemorrhage ("severe bleeding and hemorrhage") in an adult female patient who had essure (batch no. 802270-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, nephrolithiasis since 2004, diabetes since (B)(6) 2016 and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced tooth fracture ("dental problem : breaking teeth"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced haemorrhagic anaemia (seriousness criterion medically significant). In 2016, the patient experienced bladder disorder (seriousness criterion hospitalization), urinary incontinence ("urinary problem or changes : incontinence") and abdominal distension ("swollen abdomen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and dysuria ("urinary problem or changes :pain"). The patient was treated with ibuprofen, fluconazole (fluconazole), iron and surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder disorder, haemorrhagic anaemia, urinary incontinence, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, weight increased, alopecia, abdominal distension and dysuria outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal distension, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, haemorrhagic anaemia, menorrhagia, nausea, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Coils trailing l tube: 6. Coils trailing r tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2016 patient had surgical pathology report resulted in uterus with cervix and bilateral fallopian tubes; robotic hysterectomy with bilateral salpingectomy: benign cervix with extensive squamous metaplasia. Uterus with:unremarkable serosa. Early secretory phase endometrium, negative for hyperplasia or malignancy. Myometrium with adenomyosis and leiomyomata, negative for malignancy. Benign fallopian tubes, bilaterally, with gross confirmation of essure wires most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organ'), bladder disorder ('bladder problems or changes / bladder had altered to my uterus because of the essure'), blood loss anaemia ('anemia') and genital haemorrhage ('severe bleeding and hemorrhage') in an adult female patient who had essure (batch no. 802270-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent abortion, prediabetes and multiple allergies. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included diabetes since (B)(6) 2016, nephrolithiasis since 2004, obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced tooth fracture ("dental problem : breaking teeth"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)severe bleeding") and nausea ("nausea"). In (B)(6) 2016, the patient experienced blood loss anaemia (seriousness criterion medically significant) and urinary incontinence ("urinary problem or changes : incontinence/I had to stay an extra day in the hospital and had a urinary catheter in longer"). In 2016, the patient experienced bladder disorder (seriousness criterion hospitalization) and abdominal distension ("swollen abdomen"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problem or changes :pain"), hypersensitivity ("allergy episode"), bronchitis ("bronchitis") and asthma ("asthma"). The patient was treated with fluconazole (fluconazol), ibuprofen, iron, surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)) and had a urinary catheter in longer. Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder disorder, blood loss anaemia, urinary incontinence, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, weight increased, alopecia, abdominal distension, dysuria, hypersensitivity, bronchitis and asthma outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the fatigue was resolving. The reporter considered abdominal distension, alopecia, asthma, bladder disorder, blood loss anaemia, bronchitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, tooth fracture, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Coils trailing l tube: 6. Coils trailing r tube: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: patinet had surgical pathology report resulted in uterus with cervix and bilateral fallopian tubes; robotic hysterectomy with bilateral salpingectomy: benign cervix with extensive squamous metaplasia. Uterus with:unremarkable serosa. Early secretory phase endometrium, negative for hyperplasia or malignancy. Myometrium with adenomyosis and leiomyomata, negative for malignancy. Benign fallopian tubes, bilaterally, with gross confirmation of essure wires. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: genital haemorrhage. Concerning the injuries reported in this case, the following ones were added from social media: hypersensitivity, bronchitis, asthma. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media record received. Events: hypersensitivity, bronchitis, asthma were added. Historical drug and reporter's information were added. Fu 4 &5 processed together. Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2016. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.